Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10may2019. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a touchscreen failure. There was no patient involvement.

Manufacturer narrative:
Date rec'd by MFR: 11aug2019. The touch screen assembly was returned to the manufacturer's failure investigation lab for evaluation. Visual inspection of the touch screen assembly revealed no signs of physical damage and contamination. The touch screen assembly was installed into the test ventilator to verify and test its functional integrity. From testing, it was determined that the test ventilator utilized with the returned touch screen assembly was out of measured resistance and resistance ratio specifications. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.